Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The analyst noted that the rrt alert was triggered on 2016-(B)(6). The daily battery trend data shows gradual rise of battery impedance. Premature rrt alert, without corresponding battery depletion.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.